Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, pyxis running out of medication stock goes below par, the parx/handheld does not show that medication as needing replenishment. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the handheld failed to show low stock, causing a medication stockout. A technical support specialist (tss) logged into the check station and verified that parx was linked to the carefusion care coordination engine. Using the pyxis internal engineering database (piedb) tool, the tss deleted the database of the er2p station. After obtaining permission from the customer, the tss rebuilt the database, which reduced the inventory from 480 to 311, indicating that ghost pockets were removed. The tss confirmed with the customer that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, pyxis running out of medication stock goes below par, the parx/handheld does not show that medication as needing replenishment. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.